Event description:
A patient reproted experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 106mg/dl, 81mg/dl, 284mg/dl, 120mg/dl. Tests were done within less than 10 minutes with a difference of 67%. Patient did not experience any adverse events. No further information has been reported.